Event description:
The lay user/patient contacted lifescan in 2008 and alleged that her one touch ultra meter was displaying the battery indicator. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred on that day at 10:00 am. She also mentioned that she experienced being flushed and shaky after the reported issue began. However, she reportedly took no diabetes treatment actions following the issue and did no receive/require any medical treatment or intervention. The patient was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product and that there was no trauma to the meter. The patient had also changed the battery per the owner's manual. This complaint is being reported because the patient claimed that she experienced symptoms suggestive of hypoglycemia after the reported issue began. The alleged issue was not resolved with troubleshooting. The patient did not receive any medical attention. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.